Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the user facility leaves their system powered on at all times to keep their batteries charged. The gas lines do get disconnected when not in use. The fsr was able to walk the user facility through how to access the service screen and reset the oxygen (o2) hours to zero. The o2 sensor had reached its end of life so the fsr replaced it. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) kept alarming and a "service gas system" error message was displayed. Manual controls were used to control the epgs. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Since the customer leaves their system powered on at all times to keep their batteries charged, the o2% hours kept adding up causing the oxygen (o2) sensors to reach its end of life. As per field service representative (fsr), the suspected o2 sensor was disposed because it has reached its end of life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.